Manufacturer narrative:
The electrodes were returned to zoll medical united kingdom for evaluation. The customer's report was observed and attributed to a faulty electrodes. The electrodes were replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect the attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.